Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the touch screen intermittently stopped functioning. The field service engineer (fse) confirmed intermittent touch screen lockups, reviewed the network adapter power management settings and disabled power savings features, verified network speed settings, and cleared phantom device entries from the device manager. Pharmacy staff then tested the system and confirmed that the touch screen was responsive at the time of verification. The system functioned as intended after field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the touch screen stopped working. After restarting the pyxis, the touch screen functioned for approximately 12 to 20 hours before failing again. This issue had occurred about five times. However, there were no delays or adverse events or injuries reported based on this event.